Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day as sensor insertion, the patient developed a skin reaction at the sensor insertion site, which included redness and inflammation/swelling localized to the needle puncture area. On (B)(6) 2026, the patient was evaluated at her endocrinologist's clinic due to the swelling at the insertion site. Following evaluation, the patient was prescribed an unspecified oral antibiotic to be taken twice daily for two weeks. No additional medications or treatments were reported. The patient subsequently reported improvement in the inflammation, noting that the affected area was no longer as red as it had been previously. At the time of reporting, the reaction was reported to be improving. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.